Manufacturer narrative:
A steris service technician contacted the facility to arrange an inspection of the system 1e processor following the reported event. The technician was informed that the system 1e unit was not onsite as it was being evaluated by a third party service provider employed by the facility. The facility stated they are competing an independent investigation into the incident and did not wish to have steris inspect the system 1e. The employee was not wearing gloves at the time the s40 contacted her wrist. The system 1e operator manual (1-3) states, "caution: appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles, or face shield, and any other protection required by facility procedures." The user facility's account manager offered in-service training on the proper use and operation of the system 1e including the required ppe, however, the user facility declined. The system 1e was installed in (B)(6) of 2012 and is not under steris service contract. No further issues have been reported.

Event description:
The user facility reported s40 sterilant concentrate contacted an employee's wrist when removing a cup from the system 1e processor. The employee was not wearing gloves at the time of the event. The employee flushed her wrist with water and was sent to on-site occupational health for evaluation. The facility did not provide additional information regarding any adverse side effects reported by the employee or whether medical treatment was administered. No procedural delays/cancellations reported.